Event description:
User facility medwatch report rec'd that states, "event description: absolute stent did not deploy would not release from shaft during right superficial femoral angioplasty and stenting procedure. On completion of arteriography, a small dissection with flow limiting nature was seen just proximal to the stent. Therefore, an add'l absolute stent was placed with good result. The pt did well post procedure." Customer report source contacted and the following add'l info was rec'd. "An agiltrac dilatation balloon was used to predilate a lesion in the right superficial femoral artery. An absolute stent was advanced to the target lesion but would not deploy. The device was removed and a second absolute was successfully implanted at the target lesion." Subsequently, a vessel dissection was found which was treated with another absolute stent.

Manufacturer narrative:
The device is being held by the user facility risk mgmt and will not be returned for eval. The lot number was not identified; therefore, a device history record review could not be performed.